Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) device due to discomfort. After surgery, the patient felt uncomfortable and came back to the doctor. The doctor found that the conceal reservoir was placed at superficial instead of rectal. The doctor implanted a new reservoir at the rectal muscle. A patient outcome of stable was reported. Additional information received that no other symptom information besides patient discomfort was reported.

Manufacturer narrative:
The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the complaint and the reported adverse event of discomfort known and documented in the product labeling. Additionally, the position of the reservoir cannot be confirmed as the probable cause of the discomfort based on the available information. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Patient discomfort and device malposition were reported. The ams700 device was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm patient discomfort. The device position cannot be confirmed through product analysis.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) device due to discomfort. After surgery, the patient felt uncomfortable and came back to the doctor. The doctor found that the conceal reservoir was placed at superficial instead of rectal. The doctor implanted a new reservoir at the rectal muscle. A patient outcome of stable was reported. Additional information received that no other symptom information besides patient discomfort was reported.